Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable would not stay in charging port when connected to the pump. Customer used an alternate usb cable which stayed in the pump's charging port. There was no reported impact to the customer's blood glucose level.